Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the bladder and urethra during cystoscopy procedure on (B)(6) 2020. According to the complainant, during the procedure, the coiling surrounding the wire separated and the corewire broke. There were no patient complications reported as a result of this event.